Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure (the endoscope cannot be identified) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged socket caused no image a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the communication issue and the image issue were caused due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device endoscope cannot be identified. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.